Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Reported event was also reported via voluntary medwatch report mw5117431.

Event description:
It was reported that the pump delivered an unintended 20 unit bolus. Tandem technical support confirmed the bolus was requested and delivered by the user. Customer's blood glucose (bg) level was 41-399 mg/dl. Reportedly, the customer consumed carbohydrates to address low bg.